Manufacturer narrative:
Continued h6 (health effect - impact code): f15. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events "seroma" and "pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional reported right side pain, seroma and rupture. Device was explanted and replaced with non-abbvie device

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. No additional observations were carried out.

Event description:
Healthcare professional reported right side pain, seroma and rupture. Device was explanted and replaced with non-abbvie device